Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the small battery drive device had an unusual sound in oscillation mode, sticky trigger, damaged electric motor (amperage too high), unknown liquid and damaged ecu wire. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, sterilization and/or maintenance procedures not followed per dfu, which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during equipment inspection, it was observed that the motor on the small battery drive device sounded loose. During in-house engineering evaluation, it was observed that the device had an unusual sound in oscillation mode, sticky trigger, damaged electric motor (amperage too high), unknown liquid and damaged ecu wire. The event was not related to surgery. There was no patient involvement reported. There were no injuries, prolonged hospitalization, or medical intervention associated with this event. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.